Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for ventricular fibrillation. The patient was very hypovolemic and hypotensive. The patient reported dizziness and syncope. Log files revealed low flows. The patient was medically managed with an amiodarone drip and no low flow alarms were noted overnight. The patient received an implantable cardioverter-defibrillator (ICD).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for ventricular fibrillation. The patient was very hypovolemic and hypotensive. The patient reported dizziness and syncope. Log files revealed low flows. The patient was medically managed with an amiodarone drip and no low flow alarms were noted overnight. The patient received an implantable cardioverter-defibrillator (ICD).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported cardiac arrhythmia, syncope, and hypovolemia could not be conclusively established through this investigation. Evaluation of the submitted log files confirmed low flow events, and the account indicated that the patient¿s v-fib and hypovolemia were the cause of the alarms. The controller event log file captured transient low flow fault flags, resulting in 32 low flow hazard alarms on (B)(6) 2022. The majority of the observed low flow events also appeared to be associated with elevated pi values. No other atypical events were captured. The remaining log files captured low flow events on 21jan2022 and 22jan2022. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. The patient remains ongoing on vad support. No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 13apr2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). Section 6 "patient care and management" (under "ongoing patient assessment and care") includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. The heartmate 3 lvas patient handbook is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of the low flow alarms was suspected to be the ventricular fibrillation and hypovolemia. After the patient was cardioverted and placed on amiodarone and given IV fluid, they did not have any further reoccurrences of the low flow alarms or ventricular fibrillation.